Event description:
The customer reported that the system failed to boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and replaced. The system software was reloaded. The system was tested, found to be working as intended and returned to service.